Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that they were unable to turn stimulation up. An impedance check found that electrode 5 was in the 3000 range. Reprogramming was performed to avoid electrode 5. Surgical intervention did not occur and was not planned to resolve the high impedance. (B)(6) 2020 mpxr 785600: additional information received indicated that the patient reported error messages and not being able to turn intensity up. Pt was unsure of how long this has been going on for, but guessed a few weeks. Rep ran impedance check, contact 5 measured avoid impedance. Impedance ranged from 17320 to 18020. Connectivity check was normal. Pt denies any falls or trauma, the rep reprogrammed stimulator programs that were using that contact. Pt reports that she still gets good stim coverage of her painful areas without using that contact.